Event description:
It was reported that patient presented for a generator change procedure. Prior to the procedure, noise was noted on right atrial (ra) lead that led to multiple automatic mode switch (ams) episodes. An abrasion was noted on the lead during the procedure. A repair kit was used to repair the lead. Patient was in stable condition.